Manufacturer narrative:
The information that provided with the initial report was not included. The correct and updated information has been included with this report. (B)(4).

Event description:
It was reported that the customer was off the insulin pump for more than 48 hours prior to the event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the customer was hospitalized due to unknown reason on an unknown date with unknown blood glucose level and the insulin pump had several post-reset ram crc alarm. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. It was unknown if the auto mode feature was used during the reported event. The device will be returned for analysis.